Manufacturer narrative:
Visual analysis of the photographs identified: capsular contracture: unable to observe since it is a medical event and is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Reason for reoperation: capsular contracture, baker grade IV

Event description:
Capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side capsular contracture (baker grade unknown). Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Initial reporter: phone: (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.  Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.